Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer had a blank display on the insulin pump. The customer had a high blood glucose level but not hospitalized. The customer's blood glucose level was 507 mg/dl. The customer was treated with a bolus. The customer was advise to insert new aaa (B)(4) battery and the display returned. The patient was advised to monitor the insulin pump and we will ship a battery cap as a courtesy to rule out any possible issues with the battery cap. No further information was reported.